Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance. The patient reported that two to three weeks prior to contacting lfs he obtained unspecified results on the subject meter which he felt were inaccurately high compared with his feelings or normal results. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes with an unspecified oral medication and 18 units levemir insulin twice daily. The patient reported that he developed symptoms of ¿weakness and tired¿ two weeks prior to contacting lfs and from (B)(6) 2016 he was admitted to hospital where he was prescribed oral medication and 22 units of lantus insulin. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. When a control solution test was performed the results were not in range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, and the medical intervention described correlates with the allegedly high results obtained on the subject meter. This complaint is being reported as the alleged issue was not resolved with troubleshooting.